Manufacturer narrative:
B5 describe event or problem updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. The 14f isleeve introducer sheath was returned and analyzed by a boston scientific (bsc) quality technician. The 14f isleeve introducer sheath was returned with the dilator completely inside the sheath up to the hub with the tip of the dilator protruding out of the tip of the 14f isleeve introducer sheath. A detached fragment of the 14f isleeve introducer sheath tip was received. The 14f isleeve introducer sheath was visually and microscopically analyzed. Visual analysis identified numerous kinks on the sheath. All three expansion seams were expanded with the tip split at one of the seams. The expanded seams and tip split occurred along the seam lines, which is expected during use of the device as the seams and tip are designed to expand with use to allow passage of a delivery system and/or balloon catheter. This anticipated seam expansion and tip split are not considered damage to the device. During microscopic analysis, in addition to the tip split, the 14f isleeve introducer sheath tip was torn at the transition of sheath to tip and a portion of the tip was detached. The detached portion was returned with the device. One fluoroscopic procedural image and one post-procedural device photo were provided to assist in the investigation and were reviewed by a bsc quality technician. The post-procedural device image showed a detached portion of the 14f isleeve introducer sheath tip on a piece of gauze.

Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed. A size 26 non-boston scientific delivery system was advanced. The size 26 non-bsc valve was successfully implanted. At an unknown time during the procedure, the 14f isleeve introducer sheath became caught on the size 26 non-bsc delivery system and a portion of the 14f isleeve introducer sheath detached. The detached portion of the 14f isleeve introducer sheath was removed from the patient. No patient complications were reported. It was further reported the 14f isleeve introducer sheath became damaged during advancement of the non-boston scientific (bsc) valve delivery system. The non-bsc valve delivery system was removed with the 14f isleeve introducer sheath device fragment attached. A new 14f isleeve introduce sheath was placed, the non-bsc valve was reloaded, and the procedure was completed. The operators suspected the non-bsc delivery system was over-sheathed during advancement and became caught in the tip of the 14f isleeve introducer sheath. The patient recovered and was discharged.

Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed. A size 26 non-boston scientific delivery system was advanced. The size 26 non-bsc valve was successfully implanted. At an unknown time during the procedure, the 14f isleeve introducer sheath became caught on the size 26 non-bsc delivery system and a portion of the 14f isleeve introducer sheath detached. The detached portion of the 14f isleeve introducer sheath was removed from the patient. No patient complications were reported.